Manufacturer narrative:
Evaluation of the returned cat7 confirmed an ovalization near its distal tip. If the introducer sheath (provided by penumbra) is not used to protect the distal shaft of the catheter during insertion into another device, and the cat7 is forcefully gripped or pinched during insertion, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left brachial vein using an indigo system aspiration catheter 7 (cat7) and non-penumbra sheath. During the procedure, while inserting the cat7 into the sheath, the physician noticed that the distal tip of the cat7 was ovalized, and therefore, the cat7 could not advance past the hub of the sheath. Consequently, the cat7 was removed and not used. The procedure was completed using a different method. There was no report of an adverse effect to the patient.